Event description:
PICC line snapped with repositioning patient, nurse lifted leg. PICC line removed. The device had been in place for approximately 7 days to provide IV access, parenteral nutrition, and medication delivery. Another line was started. No apparent harm to the patient. This facility had a similar type of event with this manufacturer's device approximately two months ago.what was the original intended procedure?IV access, parenteral nutrition, medication delivery.device #1is this a laboratory device or laboratory test?no.